Event description:
Feeding tube insertion resulted in pneumothorax. Resulting in insertion of chest tube to resolve pneumothorax. Device evaluation by the facility and by distributor identified no product problem. Evaulation revealed appropriate insertion technique (witnessed). Evaluation by distributor did not identify evidence of stylet punccture of tube. Pneumothrorax resolved and chest tube removed 5/10/93. M.d. Dos not determine significant effect on outcome.